Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding loosening involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device evaluation could not be performed as no devices were returned. Device history review indicated that all devices accepted into final stock met specification. Complaint history review indicated that there has not been another event for the specified lot. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time. (B)(6) 2012.

Event description:
It was reported that there was a right triathalon knee revised due to a loose part on the tibial baseplate.

Event description:
It was reported that there was a right triathalon knee revised due to a loose part on the tibial baseplate.